Event description:
The company was made aware that the patient experienced an infection and was admitted to a hospital. The infection has reportedly been resolved. Advanced bionics is in the process of gathering more information.